Event description:
It was reported that when (1) device was used during a gastroplastic procedure, the reload cartridge was placed in the device and it did not fire. Another device was used to complete the case with no consequence to the pt.